Event description:
The customer reported that during a left ventriculogram procedure the rotator broke at 700 psi. Contrast was sprayed from the broken rotator into the eyes of the physician. To date the physician has shown no adverse effects to the exposure. The customer also reported a rotator failure that occurred several weeks earlier. No further clinical info was provided for this event. No harm or injury was reported for the second complaint. This is one of two reports for this complaint: 1721504-2011-00336.

Manufacturer narrative:
Device eval: one used suspect device and five unused devices were returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not state if this was the initial use of the device. Upon visual inspection the complaint could not be confirmed. The rotator assembly was in-tact. No failure detected. The five unused devices were pressure tested to identify any issues with the returned devices. None of the devices tested were able to meet the specified pressure. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the new adhesive. Eval: process eval. Conclusions: no failure detected, device out of specification.